Event description:
Procedure type: unk. According to the reporter: the doctor was unable to pull the suture through. No pt injury reported. Procedure was converted to open surgery. Delay time in operating room was not reported. No blood loss reported.

Manufacturer narrative:
(B) (4). (B) (4).